Event description:
During review of the event history by baxter a "battery depleted set" was found to have interrupted therapy on (B)(6), 2010. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The user interface module master software version is 5.06.00, which is categorized as unremediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
The condition of battery depleted set was confirmed through the event history. The condition resulting in fcs 570:320:625:0000 and 814:01 (pump head module a,b and c). The assignable cause could not be determined. The main batteries were replaced. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. (B)(4)